Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, shortly after the patient woke up, she had a seizure. The patient reported that she no longer has symptoms when she is hypoglycemic, but typically has a seizure if the bg level is in the 30-40 mg/dl range. The cgm value was 98 mg/dl and no bg finger stick was obtained at the time of the seizure. Her daughter had been staying with her and administered a glucagon injection. After the injection the bg rose to 48 mg/dl and the patient drank sweet tea until her bg level stabilized 45 minutes later. After the event she was in good condition, used a glucometer to make treatment decisions, and replaced the sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.